Event description:
Per the clinic, the patient experienced an infection at the abutment site which was treated with oral and topical antibiotics. The abutment had come loose due to the area being hit. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on aug 3, 2023.